Manufacturer narrative:
Updated fields: b4, g3, g6, h2, and h11. After further investigation, it was identified that this complaint event has been reported under mfg report number 2249723-2025-0001425. Please refer to mfg report number 2249723-2025-0001425 for all information for this complaint event. Please cancel in your database mfg report number 2249723-2025-0001424.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has overheating and shut down issue. No indication of actual or potential harm or death.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.